Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. Date of event is an approximation. On approximately (B)(6) 2026, it was reported that the patient experienced seizure and fell off the bed resulting in bruises and loss of consciousness. The cgm readings were erratic prior to the event. The cgm reading was 147 mg/dl and the bg reading was 26 mg/dl. The patient was treated with glucagon (injection) and food and drink (no information who provided the treatment). At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia, seizure, and loss of consciousness.